Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the manual capture workstation because no such connection is technically available. No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a manual capture workstation.